Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient underwent an ¿anterior cervical arthrodesis using peek cages, bmp, cancellous allograft c4-c5, c5-c6, c6-c7; globus providence plate and screws c4 to c7, and 3 peek cages filled with 1/8 of a bmp sponge and cancellous allograft c4-5, c5-6, c6-7.¿ postoperative diagnosis: cervical ddd, herniated disc, cervical stenosis. (B)(6) 2008 ¿ it was reported per op report ¿ ¿removal of posterior instrumentation l3-l4; left posterolateral arthrodesis of the facet of l2-3 using bmp and autograft; right tlif using peek cages, bmp, bone marrow aspirate, cancellous autograft l2-l3; globus screws and rods; anterior interbody cage l2-l3, through between medial and lateral facet l2-l3 stuffed with allograft, mosaic bone marrow aspirate and bmp for posterolateral fusion and tlif - allograft impregnated with bone marrow and one bmp sponge and then peek cage filled with mosaic bone putty.¿ postoperative diagnosis: instability, stenosis, herniated disc, ddd. (B)(6) 2008 diagnosis: removal of hardware, transforaminal lumbar interbody fusion, hypertension, obstructive sleep apnea, anxiety disorder, seizure disorder. (B)(6) 2009 ¿it was reported per op report ¿ ¿hardware pain; removal of l2-l3 instrumentation.¿ (B)(6) 2010 ¿ it was reported per op report ¿¿posterolateral arthrodesis l2-l3, l3-l4 with pedicle screws and revolve l2-l4; aspiration of bone marrow with use of morselized allograft; dmb was put into sponges of bmp and put in posterolateral gutters.¿ postoperative diagnosis: l2-l3 pseudoarthrosis.